Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several infusion sets that were kinked and request replacements. No further details were provided.

Manufacturer narrative:
The information provided for type of reportable event in the initial report was incorrect. The correct type of event is provided with this report. In addition, the customer's blood glucose was not revealed in the initial report. The information has also been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was 400mg/dl.